Event description:
It was reported that patient was seeing low battery message on external device today. Aaa batteries were not resolving issue. Tech services determined it the implantable neurostimulator (ins)  battery that is low. Redirected patient to charge his ins. Patient reported that he is noticing that the charge interval has gotten much shorter from ~3 days to a 1-1.5 days. Patient stated he sees someone every 4 months for evaluation. He stated they did change programming about 4 months ago but this change in charge interval has happened in the last week or so. No recent falls or trauma. Pt did mention a fall about a year ago which caused a tear in his rotator cuff. Redirected caller to inform hcp next time he is seeing his hcp for his normal 4 month appt.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.